Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered a blood glucose value instead of grams and delivered 11.69 units of insulin. Customer's blood glucose level was impacted (48 mg/dl). Customer consumed a soft drink and ate a granola bar to counter the over-delivery of insulin. No medical assistance was required.